Event description:
Reported due to cerebral vascular accident. In 2006, a physician successfully deployed and retrieved an emboshield and successfully positioned and deployed an xact stent into the left internal carotid artery and common carotid artery. Post-stent dilatation was performed with another brand of balloon. The visual estimate of final stenosis at the target lesion was 0%. It was reported that no adverse events occurred during the procedure. In 2006, approx ninety mins following the index procedure, the pt developed left sided weakness and left facial droop. CT scan demonstrated right intracerebral hemorrphage. The pt had a cardiopulmonary arrest approx fifteen hrs following the procedure. The pt was resuscitated. The pt's hospitalization was prolonged. At this time, this is all of the info known to the reporter.

Manufacturer narrative:
The device was not returned and there was no lot info. Co was not able to perform device inspection or device history record review in this case.